Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.

Event description:
It was reported that the procedure was to treat a moderately tortuous and moderately calcified de novo lesion in the proximal to mid-right coronary artery. A 3.0x15mm trek rx balloon dilatation catheter (bdc) failed to inflate. The procedure was successfully completed with a non-abbott balloon catheter and placement of a 3.0x23 multilink stent. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.